Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient had a plif surgery and returned to the hospital complaining of back pain. Surgeon had x-ray done and found that legacy screw used for the plif surgery on the left side had broken on the s1. Surgeon decided to explant the device on the left side. As a precaution, he also decided to remove the screw on the right side. During removal process, right side s1 screw also broke. Both l5 screws (on right and left) seemed intact but was removed and replaced for precaution. Patient reported backpain and discomfort as complications.

Manufacturer narrative:
Additional information: product analysis:visual review confirms screw breakage at approximately 1-2 threads from the base of the bone screw head. Visual and optical examination of the area of fracture initiation did not identify a pre-existing surface defect that could contribute to crack propagation. Fracture surface damage and smearing is noted. Examination of the fracture surface identified a multimodal fracture, with initial region with evidence of progressive convex striations (beach marks) approximately 20% of the way through the cross-sectional area, followed by another region of increased material disruption and a shear lip, which are consistent with overload, and appears to have resulted in ultimate failure of the implant. Dimensional inspection confirms the major and minor bone screw diameter are within print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants; unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.